Manufacturer narrative:
The device was in service mode for non-clinical physics data gathering. This incident was a result of a hardware fault on a sub-assemble contained within the modulator assembly. The hardware has safety features in place (fuses, current/voltage control etc) to reduce the likelihood of an electrical fault resulting in a fire. In this case the modulator was thought to be 10 years old, from the evidence available it is expected that the capacitors which form the pulse network have degraded over time leading to the expansion of one or more of the capacitors which eventually split and leaked oil. Following that leak a heat source possible from the p.f.n (pulse forming network) could ignite the oil and cause a fire. The heat source could have to be present and of a sufficient tempeature to ignite the oil. It is believed that the heat source in this case was high voltage arcing with the pfn. The continued arcing would allow the oil to heat up to the point of ignition once the arc is removed the fire is self-sustainable. In this instance there was no injury to the service user. The modulator is an enclosed assembly so the fire remained contained. The components within the elekta linac are either constructed in materials which comply to ul94 or of metal. Use error. The device was in service mode and the service user did not investigate the apparent problem. The service user then followed hospital emergency procedures.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Starting from 2pm of may 18th, elekta physicists had been conducting data collection from a synergy linac in the hospital. Around 8 p.m., the dose rate of the beam dropped from 260 to 130, while the vacuum values were normal. ( the synergy was running in service mode with interlocks overridden) the physicists stopped the beam and restarted it 5 minutes later. The dose rate was normal in the beginning but dropped down from 260 to 50 in half a minute, then down to 0. Then the physicists shut down the control cabinet. During the procedure, there was no error displaying on the screen. The physicists left the control room to another machine. When they return to the synergy in about five minutes, they smelled burning in the air.